Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer was failed. The field service engineer (fse) checked the drawer in the storage space configuration and in the test software and found that the drawer was missing. The fse opened the back of the unit and observed that the lights were missing on the right side of the pyxibus module controller card. The fse replaced the pyxibus module controller board to resolve. After rebooting, the full height drawer and all cubie pockets returned. The fse tested the drawer using the test software and confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus. The issue affected full height main drawer 3, and no indicator lights were illuminated on the drawer control board. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.